Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by hospital medical engineer during inspection that cardiosave intra aortic balloon pump (iabp) had display failure. No patient involved.